Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer slipped on ice and fell and the pump causing the touch screen to become shattered. Additionally, the pump touch screen became unresponsive and would not turn on. Customer's blood glucose was 162 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.